Event description:
The customer contact reported that the prongs on the ac power cord plug were bent. It was reported that prior to pt use, when the nurse went to plug the device into the ac outlet, it was noted that the prongs on the ac power cord plug were bent. The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the blades on the ac power cord plug were bent. The probable cause for the bent blades on the ac power cord plug is use in the customer environment. If the ac power cord was attempted to be removed from an ac power outlet by pulling at an angle, it is possible to damage the ac power cord blades. This report represents all the info known by the reporter upon query by hospira personnel.